Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during cataract surgery with intraocular lens (iol) implant procedure, the implant was folded in the injector. It was stated that another implant was used on the patient. Additional information has been requested.